Event description:
It was reported that the anchor broke upon insertion during a rotator cuff repair procedure. A piece of the implant remains inside the pt. No further pt information is available from the customer, and no additional adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
The device was not returned, and the customer's complaint could not be verified. Device history review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined from the information available and without device evaluation.